Manufacturer narrative:
Mitch acetabular components (depuy) were noted in the reported event. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitors' letter of claim reported that the male patient has suffered personal injuries as a result of being implanted with a right mitch accolade on (B)(6) 2009. The letter further reports that since that date the patient has experienced pain in his right hip resulting in limitation of mobility. The solicitor also reported that the patient was informed that he required early revision of the implant which was performed on (B)(6)2013 due to an adverse metal reaction.